Event description:
The user facility reported that a 65 year old, male patient on impella 5.5 support experienced hemolysis. The patient was transfused with five units of packed red blood cells, four units of fresh frozen plasma, two units of platelets, one liter of albumin and one liter of fluid, although the blood products were not for hemolysis specifically.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation for the hemolysis has been completed. Product was returned for investigation. There was heavy biomaterial wrapped around the impeller blades and a huge chunk of biomaterial was found in the cannula clogging the inlet area of the pump. Data logs were returned and there was a motor current spike seen followed by saturated flows. Per product evaluation, the root cause of the hemolysis issue was biomaterial found in the cannula and on the impeller bladed. Added- d6b, d9 device return date, h6 component code 925 d4-corrected model number d10 concomitant medical products updated . F6/f8 should have been left blank in the initial report. G1-corrected reporting first and last name, and reporting contact email. G2 added health professional.